Manufacturer narrative:
Updated data: h2 h3 h6 image review: pre-implant computed tomography (CT) images were provided. CT analysis extremely challenging due to very poor imaging (noise and motion artifact, blurry imaging). Unable to define basal plane or provide annulus measurements to confirm evolut sizing. Native aortic valve appears trileaflet with moderate calcification. Post implant CT images were provided. CT analysis extremely challenging due to very poor imaging (non-contrast and double image artifact). Patient has a medtronic transcatheter bioprosthetic valve. Unable to assess implant depth with non-contrast imaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an evolutfx-26 valve was implanted in a patient during a transcatheter heart valve procedure. The valve appeared to be deployed at an appropriate position. The patient was discharged home, but approximately 10 days after the implantation, chest pain developed. Catheterization was performed and imaging suggested that the valve migrated with the bottom part appearing above the aortic annulus. An echocardiogram was performed and reportedly revealed no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.